Manufacturer narrative:
Device was used for treatment, not diagnosis. Only patient¿s year of birth, 1999, was available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporter: reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure on (B)(6) 2016, the blue handle of the inserter for ti elastic nails was broken. There was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial medwatch #(B)(4) mistakenly stated that the subject device was not expected for return when it has already been received by the synthes manufacturer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the investigation shows that the blue handle of inserter is indeed broken as complained. The instrument shows significant signs of impaction from hammer strikes on one side of t-handle as well as on the plastic handle. Furthermore, slight impression marks are visible on the chuck. The manufacturing review shows that the production procedure was according to the specifications and that there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Based on the significant impaction marks, it is likely that the instrument broke due to an overloading of intense hammering. The current technical guide recommends that gentle hammer blows be used to advance the nails alternately. The titanium elastic nail / stainless steel elastic nail system design document was reviewed and found to adequately address the harm of this complaint condition. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.